Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that the patient woke up one morning and noticed that her vision was "filmy". She visited the clinic on the same day and the iol was observed to be dislocated downward although the capsular bag was not displaced and was located in the center. The iol was implanted approximately 20 years ago. There is a possibility that the zinn's zonule and lens capsule had been fragile at the time of the surgery and they could have been torn during the surgery. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was obtained from the surgeon, who reported that the iol was repositioned and vitrectomy was performed at another hospital. The subluxed iol was rotated and placed on the lens capsule in the direction of 3 o'clock and 9 o'clock and the surgery was completed. The postoperative course was fine. Six days later, the patient experience double vision and three days later the iol was confirmed to be subluxed. Approximately six weeks later, the iol was removed and another iol intra-scleral fixation was performed at another hospital.